Manufacturer narrative:
Investigation summary: with all the available information, boston scientific did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test passed without issue, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the "device problem excluded" investigation conclusion code was selected based on analysis of the returned product which found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Risk assessment: a risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited a slow but continuous increase in their stimulation threshold from an initial 0.5v/0.4ms to 3.5v/1.0ms, resulting in loss of rv capture. As the patient required stimulation due to development of new illnesses, dr. Wassel decided to replace the entire system and upgrade it to a dual-chamber implantable cardioverter defibrillator (ICD) system. Besides surgical intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited a slow but continuous increase in their stimulation threshold from an initial 0.5v/0.4ms to 3.5v/1.0ms, resulting in loss of rv capture. As the patient required stimulation due to development of new illnesses, dr. (B)(6) decided to replace the entire system and upgrade it to a dual-chamber implantable cardioverter defibrillator (ICD) system. Besides surgical intervention, no other adverse patient effects were reported. Product return is expected.